Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient developed pocket infection on an unknown date; a blister was noted along the pocket scar line. The whole system including the pulse generator and the chronic leads were explanted. The patient was in stable condition.